Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 110 mg/dl. Troubleshooting occurred. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.